Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of "132, 117, 172, 85, 58, 94, 68 and 151 mg/dl" with the subject meter. The cca noted the patient obtained blood glucose samples from an unapproved sample site. The patient manages her diabetes with humalog insulin and lantus insulin. It is not known if the patient made changes to her usual dose of medications. After the start of the alleged issue, the patient claims she felt symptoms of shaking, extreme hunger, blurred vision and "on the verge of passing out." The patient reportedly took more food and/ or drink. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient obtained blood glucose samples from unapproved sample sites. Replacement products were still sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.